Event description:
During a therapeutic fcnl procedure, one of the wires of this zero tip basket became dislodged, but did not detach. The dr withdrew the basket and completed the case successfully with another basket. This device has not been rec'd for eval. Therefore, a failure analysis is not available, and co is unable to determine if the device met its specs. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.